Event description:
The customer reported that the side-firing fiber forward fired after a maximum of 50 joules during a prostate procedure. The procedure was continued with an additional fiber, which was also reported (reference MFR report number 2937094-2012-00563). It was reported that the procedure was completed with an additional fiber. No patient injury was reported. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00561).

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.